Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going date of event: unknown pending further investigation.

Event description:
It was reported by the healthcare professional to the company sales representative "during the posterior laminectomy surgical procedure the thread broke during tying of the suture. The surgeon thought the needle holder was too strong, then he tried to tie the knot again, but it broke again during stature tying. The surgeon felt the suture would break easily, decided not to use it again. There was no harm to the patient reported.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market 1,224 units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received an open sample with the thread already broken in several pieces and also four detached needles (the pouch contained 4 sutures). The threads in the open sample received have been degraded by hydrolysis through time (batch manufactured in may 2015). The pouch had some defect and the air humidity could get inside and affect the suture. However, after checking carefully the aluminum pouch we could not find any defect. Nevertheless, a part of the aluminum pouch is missing (right part). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. The complaint history of the products manufactured from one week previous to one week after the production of the involved batch has also been reviewed and no other complaints related to this issue have been received. Moreover, as no previous complaints were received concerning this code batch we consider that this is an isolated and accidental unit. Final conclusion: taking into account that the results of sample received does not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. There is a six-sigma project on-going (project reference sixs_03.1_2015), this project takes actions to improve the untightness detection system.